Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem "constant downstream occlusion" was found through the event history log review by the presence of "downstream occlusion!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Evaluation improperly assessed for the reported symptom. It is noted that the device was tested for flow accuracy with no observed false downstream occlusion alarm. However, the opportunity to potentially identify a component failure was lost. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.